Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had the revision on (B)(6) 2018 and the patient was reprogrammed on (B)(6) 2018 to recapture the right foot. The patient was very satisfied with the new therapy, the issue was resolved and no further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient initially had great coverage in their right foot after implant, but over time they lost coverage in their foot. The patient only felt stimulation in their back and upper legs. An x-ray revealed that the lead may have slightly shifted. The healthcare provider (hcp) decided to revise the lead and reposition it much lower and to the right over t11 and t12 in order to capture the patient¿s foot pain better. No further complications are anticipated.